Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during device pre-surgery testing the pen drive device would run on its own. It was reported that a spare device was available to complete the surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the unit ran intermittently without pressing the hand switch, the electronic control unit (ecu) and motor were corroded, and there was an unknown liquid inside. It was further determined that the unit failed the pretest for check function and direction of rotation and check function with test hand switch. The assignable root cause was determined to be due to improper cleaning methods, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.